Event description:
It was reported that the akreos intraocular lens became dislocated and was explanted approximately 2 months after implant. The lens was replaced with another model lens. No additional info was provided. Additional info has been requested.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.